Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Analyst commented, svc coil impedance has measured 101 ohms on (B)(6) 2014 and 100 ohms during the weeks ending on (B)(6) 2015, in a gradually rising trend.

Event description:
It was reported that during follow up visit the right ventricular (rv) lead exhibited gradual impedance elevation of the superior vena cava (svc) coil and high impedance. The rv lead remains in use, and will be monitored during follow up. No patient complications have been reported as a result of this event.